Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the implant was not present in the unit or in the packaging. The reported complaint of the xen glaucoma treatment system could not be confirmed due the suspect gel stent was not received for analysis. The manufactured xen systems are 100% tested in-process and inspected during manufacturing. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Healthcare professional reported a xen®45 gts broken when tried to release it into the left eye. Iop is not reduced and is scheduled to come back for 2nd xen implant. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: serial number (B)(4), lot number 62008. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: precautions the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. The patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered.

Event description:
Healthcare professional reported a xen®45 gts broken when tried to release it into the left eye. Iop is not reduced and is scheduled to come back for 2nd xen implant. The device remains implanted.